Manufacturer narrative:
Calibration was last performed on (B)(6) 2022 and was acceptable. The qc data provided showed a downward trend but was acceptable. The field service engineer (fse) found that the sodium electrode was faulty. The customer had already replaced the electrode and repeated the affected samples with acceptable results. An ise check was performed successfully. The service maintenance actions performed by the fse and the customer resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 3 patient samples on a cobas integra 400 plus module. The customer was prompted to rerun patient samples due to qc and calibration failures from a new na electrode. For patient 1, the initial na result was 124 mmol/l. The repeat result was 131 mmol/l. The initial result was reported outside of the laboratory. The repeat result was deemed correct. On (B)(6) 2022, the initial na results for patient 2 were 129.3 mmol/l and 129.3 mmol/l. On (B)(6) 2022, the repeat results were 134.4 mmol/l, 134.6 mmol/l, and 133.9 mmol/l. On (B)(6) 2022, the initial na results for patient 3 were 130.3 mmol/l, 128.0 mmol/l, and 129.0 mmol/l. On (B)(6) 2022, the repeat result was 134.6 mmol/l. It is unknown if the initial results for patients 2 and 3 were reported outside of the laboratory. The na electrode lot number and expiration date were requested but not provided.